Event description:
This report is the result of a user report submitted to the manufacturer. Intermittent power interruption was noted and isolated to the external portion of the percutaneous lead, reported as "caused by extreme traction on equipment". Implanted pump was electively replaced instead of alternative option of repair of external portion of percutaneous lead. Analysis confirmed an electrical fault in the external portion of the percutaneous lead consistent with the report of "extreme traction".